Event description:
The surgeon implanted an aq2003v silicone three piece lens but the lens cracked while it was being inserted. The lens was removed with no pt injury. The nurse stated it was unk as to why the lens cracked. An msi-tm injector and an aq fp cartridge were used but the nurse was unable to recall the lot numbers.